Manufacturer narrative:
The product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) the patient experienced an capsule rupture. Additional information was requested.

Manufacturer narrative:
The iol was returned for analysis. Additional observations were as follows: iol returned positioned correctly in the iol case. No apparent user handling. No damage observed. The root cause for the reported complaint "capsule rupture" could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).